Event description:
It was reported that the insulin pump overdelivered insulin. Caller stated that the customer received five units, which were not programmed. The current blood glucose reading is 257 mg/dl. Customer treated with insulin pump. Caller requested a replacement insulin pump. Nothing further reported.

Manufacturer narrative:
Insulin pump received with no button response due to flattened button dome switches. Unable to perform displacement, prime, basic occlusion and no delivery delivery tests due to no button response. Scratches with the reservoir tube window, lcd window and case was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.